Manufacturer narrative:
Device analysis results: visual analysis of the returned device identified broken shell and fold creases. A weight test of the explanted material was performed and it was underweight. Microscopic analysis of the return device identified broken shell with sharp edge on radius side assessed as unidentified(tear) opening. A dimension measurement in the shell was performed which found the thickness to be within specification. A broken shell with sharp edge localized stresses induced in posterior side assessed as surgical impact and non penetrating nicks. Based on the device analysis the final assessment is broken shell with sharp edge assessed as unidentified(tear) opening, broken shell with sharp edge localized stresses induced assessed as surgical impact. The reason for reoperation was rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported left side rupture. Device has been explanted.